Manufacturer narrative:
(B)(4). An incomplete prime is a known cause of a system error 2240. The patient at home guide instructs the user to ensure the lines are primed completely prior to initiating therapy on the homechoice. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) thought the hc was primed, so he had connected and pressed go. The hp stated the machine then started to prime, and he closed her transfer set and stayed connected with the clamp closed until the hc showed "connect yourself". He then opened the transfer set and started the initial drain. The technical service representative (tsr) explained that the hc took air down into the cassette and the setup was compromised. The tsr had the hp cycle the power and close the transfer set, and the hc alarmed system error 2367. The tsr asked the hp to close all of the clamps. The hp stated he could not close the clamps. The tsr had the hp turn off the machine and instructed the hp to disconnect and contact the hospital. The tsr asked if the hp could start over would all new supplies. The hp stated he could not. The hp would completed therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.